Manufacturer narrative:
UDI#: (B)(4).

Event description:
It was reported a revision surgery was performed due to mismatched size of implants.

Manufacturer narrative:
The associated complaint oxinium fem head was returned and evaluated. Visual inspection of the returned device revealed the device show signs of surface marking/scratches on the outer profile. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.